Event description:
It was reported that prior to a ureteroscopy procedure, it was noticed that the wire that connects the fiber to the console was broken. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that prior to a ureteroscopy procedure, it was noticed that the wire that connects the fiber to the console was broken, and it got damaged after it was connected to the console. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that prior to a ureteroscopy procedure, it was noticed that the wire that connects the fiber to the console was broken, and it got damaged after it was connected to the console. The procedure was completed with another fiber without patient complications.